Event description:
Information was received from a healthcare provider via a manufacturer representative regarding catheters for an implantable intrathecal pump. It was reported that the physician was unable to thread the catheter cephalad; they kept wanted to go down instead of up. An external factor was that the physician was entering the intrathecal space without the use of live fluoroscopy at a 90 degree angle. The physician used spot checks intermittently instead of live fluoroscopy. The physician sheared the catheter. A spinal segment was given to the physician and the physician sheared the spinal segment, as well as the next two spinal segments given to them.  The physician complained that the needle was "crappy" and became blunt/bent upon entry and asked for a new needle. The manufacturer representative gave the physician their last catheter and the same issue recurred with the inability to thread the catheter cephalad instead of down, and the last catheter was sheared. The case was aborted due to the inability to properly place the catheter and rescheduled for (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 8780 (B)(6); product type: 0184-catheter; implant date ; explant date product ID 8780 (B)(6); product type: 0184-catheter; implant date ; explant date product ID 8782 (B)(6); product type: 0184-catheter; implant date ; explant date product ID 8782 (B)(6); product type: 0184-catheter; implant date ; explant date product ID 8786 (B)(6); product type: 0001-accessory; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.